Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was documented that customer may have had an occlusion and infusion set was changed early. Customer's mother declined to be transferred to help line as she states the insulin pump is working fine. No further information provided.